Event description:
Information was received indicating that this ambulatory infusion pump intermittently froze and constantly alarmed. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and no physical damage on the device. A review of the event log found no evidence of the reported issue. Function, pressure, and occlusion testing was performed and did not replicate the reported issue. The device passed all tests and was within specification. Based on the evidence, no fault was found and a root cause was unable to be determined.